Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening in the anterior side assessed, as fold flaw opening. Capsular contracture: unable to observe, since it is not related to the device. Anxiety¿product/procedure: unable to observe, since it is not related to the device. Additional observations: creases are observed. Observed, 40 mm dark patch edge material inside gel device.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported right side "rupture, capsular contracture baker grade unknown, and textured implant." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture bake grade unknown.